Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported, post procedure, patient presented to the emergency room (ER) after possible cardiac arrest. Permanent pacemaker (ppm) was implanted. Edwards received notification of an evoque procedure in tricuspid position where on post-operative day (pod) 7, patient presented to the ER after possible cardiac arrest. Patient was intubated and started on antiarrhythmics but continued to have episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). The valve was noted to be fine upon echo observation. A ppm was implanted on pod 7; although, it is unclear what caused the cardiac arrest. Additional information received indicated patient has been extubated and right ventricle (rv) function is still down. Currently, there are no plans for further intervention.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. On post-operative day (pod) 7, patient presented to the ER after possible cardiac arrest. Patient was intubated and started on antiarrhythmics but continued to have episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). The valve was noted to be fine upon echo observation. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no DHR, lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.